Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The event description indicates that ablations were performed at 50w, moving the ablation site every 15 seconds. The tactiflex ablation catheter sensor enabled instructions for use (IFU) recommends a power setting of 50w for up to 10 seconds and states ¿the consecutive duration of an ablation in a given location (focal and drag lesions) should not exceed the recommended time.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred requiring a pericardiocentesis to stabilize the patient. Transseptal puncture was performed under intracardiac echocardiography, and the tactiflex se dd, hd grid, and optima catheters were inserted into the left atrium. After mapping, ablation was started from the left pulmonary vein (lpv). In the middle of the ablation at the lpv, the patients blood pressure decreased. When fluoroscopy and echography were checked, a cardiac tamponade was noted and drainage was started. After that, medicine was administered, and the drainage was continued. The bleeding decreased, blood pressure increased to a normal level and the bleeding stopped. The procedure was completed without replacing the devices.